Event description:
Customer reported the insulin pump went into threshold suspend and blood glucose was 250 mg/dl. Threshold suspend was set at 70 mg/dl. Customer was advised how to properly calibrate the device and how to properly insert the sensor. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.